Manufacturer narrative:
Customer performed extensive troubleshooting at the direction of bec customer technical support (cts). Customer found the electrolyte reference damper was leaking onto the alkaline buffer solenoid valve. The customer also observed that the valve was corroded due to the leaking of electrolyte reference reagent. The cts suggested to the customer to replace the solenoid valve and fix the tubing from the electrolyte reference damper to prevent further leaking. The customer indicated that their biomedical department will replace the solenoid valve. Bec service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the synchron cx3 delta clinical system was generating an excessive reference drift for all electrolytes. The customer also observed that the electrolyte injection cup (eic) was not filling. No injury or operator exposure was reported for this event.